Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g4, g3, g6, h2, h3, h4< h5, h6, h8, h10. -visual examination of the provided pictures identified that the blade and dermatome were used, and the graft taken was thinner in one spot. -devices are used for treatment. -a definitive root cause cannot be determined. -the event is confirmed.

Event description:
There is no additional information.

Event description:
It was reported that the graft was less than optimal. This resulted in the patient having harvest sites that might not heal without additional wound management. The graft also required additional manipulation by the surgical team to utilize the harvested graft. Fortunately, the patient did not require additional harvesting site and did not experience extensive injury.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported during a procedure the blade created an incomplete graft. 1 piece of skin with a thinned racing stripe ¿ [10 10 10 10 10 6 10 10]. No other adverse event was reported as it relates to this event.